Event description:
The black handle has disintegrated after repeated autoclavings. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the ultem handle broke due to thermal stress build-up resulting from repeated autoclaving. The ultem materials has been upgraded to improve the reliability and durability of the instrument handle.